Event description:
Customer reported a malfunction alarm labeled as malf 12, which was resettable, but recurred even after resetting the pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump and store it, but eventually, technical support decided to replace the pump. While waiting for the replacement, customer used multiple daily injections (mdi) as backup therapy to ensure insulin delivery. The problematic pump was under warranty, and arrangements were made for its return using a prepaid label.